Manufacturer narrative:
The catheter was returned, and analysis found a user related hole in the catheter body and a broken anchor. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. The complete catheter was explanted and replaced. They removed the catheter and had replaced with a new spinal segment regarding increased pain and catheter migration. The catheter was to be returned to the manufacturer. The issue was resolved as of (B)(6) 2021.. The patient was without injury regarding their status as of (B)(6) 2021. The patient¿s weight was 154 pounds (previously reported as 151 pounds). As per the logs, the pump administered the following medications as of (B)(6) 2021: fentanyl (concentration: 2000.0 mcg/ml, dose rate: 999.9 mcg/day), bupivacaine (concentration: 18.0 mg/ml, dose rate: 8.999 mg/day), and morphine (concentration 6.5 mg/ml, dose rate: 3.2498 mg/day).

Manufacturer narrative:
Continuation of d10: product ID 8598a lot# serial# (B)(6) implanted: (B)(6) 2020. Explanted: (B)(6) 2021. Product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 8598a, serial#: (B)(4), implanted: (B)(6) 2020. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(4), ubd: 28-feb-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving morphine (4.5 mg at 2.24984 mg/day), bupivacaine (18 mg at 8.99935 mg/day) and fentanyl (2000 mcg at 999.92767 mcg/day) via an implantable pump. It was reported the patient was not feeling the bolus for 1-2 weeks and stopped using the ptm on (B)(6) 2021. The patient had inadequate pain relief and the ms was increased. The patient had inadequate pain relief again on (B)(6) 2021. A catheter dye study was performed, on (B)(6) 2021, and showed normal function but the catheter had migrated from t10 to t12. The patient also reported increased pain in their lumbar/legs and no relief from the increase of ms. The event was related to the device or therapy and ongoing.